Event description:
Procedure: third order catheterization of left superficial femoral artery; balloon angioplasty of left superficial femoral artery; balloon angioplasty of left popliteal artery. While in an endovascular procedure, a balloon broke, becoming entwined in the guide wire and sheath. The length of surgery was prolonged approximately 45 mins to 1 hr while these were trying to be removed from the vessel ... . However, subsequently while gently inflating the balloon, we never really got to the nominal pressure as we noted that the balloon was ruptured and with that, we were not able to go up. Attempted to retrieve and remove balloon; resistance was met. Ultimately succeeded in removing the balloon entirely, but due to rupture, part of the balloon was removed first with the catheter and then the rest of the balloon was on fluoroscopy noted to be present in the sheath. Entire sheath and wire were removed. Recovery was uncomplicated; discharged home on (B)(6) 2010. Reported to risk dept on (B)(6) 2010.